Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose was 351 mg/dl which was treated with a manual injection. Troubleshooting was performed and the device passed all functional tests. Insulin did exit through the tubing and the device did not alarm. The customer also stated that usually when they press the act button the sounds are synchronized. But, prior to the no delivery alarm, the sounds were not synchronized. Nothing further was reported.